Manufacturer narrative:
(B)(4). An abbott medical optics (amo) clinical application¿s support manager (asm) provided surgery support. The asm indicated 2 days prior to incident, the system was gelled and a z calibration was performed. During surgery support, the asm observed 10 iflap procedures with surgeon. The asm worked with surgeon on surgical efficiency. The settings were optimized to the surgeon¿s technique. The asm provided training awareness on programming and software navigation. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient was presented with a trace of diffuse lamellar keratitis (dlk) on the both eyes (ou) at 1 day post-operative exam. Topical steroid drops (maxidex eye drops) were increased to every 2 hours for 1 day and then to 4 times a day for 3 days. At one day post op exam, visual acuity was 20/20.